Event description:
It was reported the pt's charger can no longer locate the ipg. As a result, the pt no longer has stimulation. An sjm rep gave the pt instructions on charging the ipg over the phone. The pt's outcome is unk at this time. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.